Event description:
It was reported that the customer was taken by ambulance to the hospital due to high blood glucose of 400mg/dl, but the caller was not sure. The mother stated that the customer was experiencing thirst, frequent urination, and was incoherent. The caller stated that they were instructed to stay off the insulin pump. The mother mentioned that the device had alarmed no delivery. Troubleshooting could not be performed as customer was not using the insulin pump at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.